Event description:
It was reported that high lead impedance (7/limit/high, eri=no) was rec'd during a neurologist follow appointment in both system and normal mode diagnostics. Info from the treating neurologist indicated the pt had undergone battery replacement on (B) (6) 2009 due to end of service and diagnostics prior to surgery were unsuccessful as the old generator did not have sufficient battery. Pt was turned on to 0.25ma right after surgery and diagnostics were within normal limits at the time of surgery dc dc of 2 and no further specifics. Two weeks post implant the neurologist interrogated the pt's generator and obtained 7/limit/high, eri=no on both system and normal diagnostics. X-rays have already been taken and evaluated by the radiologist, but there is no evidence of a lead break. Good faith attempts to the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.